Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-02200. It was reported that the patient the patient was experiencing ineffective therapy and unable to set their ipg to MRI mode due to due to high impedances on both leads. It was noted that the patient had a fall previously in 2021. Reprogramming was attempted. Still, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.